Event description:
It was reported that oversensing was noted on this lead. Decision about replacement is still pending. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 22nd of december 2025 and 16th of march 2026 recorded a slightly gradual increasing pacing impedance from initially 550 ohms to 700 ohms and a gradually increasing shock impedance from initially 75 ohms to 90 ohms. The analysis of the provided iegm episodes revealed artifacts on the ff and rv channel, which led to the reported oversensing. The provided x-ray image was analyzed. It shows the lead body lying behind the ICD generator in loops, no further peculiarities seen. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.